Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stent placement procedure on (B)(6), 2011.according to the complainant, the patient had a nine centimeter stricture in the inferior descending portion of the duodenum. The patient's anatomy was not tortuous. During the procedure the stent was positioned within the horizontal portion of duodenum to the pyloric region. After the stent was deployed halfway, the physician attempted to reconstrain the stent in order to reposition. Severe resistance was encountered during reconstrainment, therefore, the physician tried to deploy the stent, but again, severe resistance was encountered. The partially deployed stent was removed from the patient with approximately two centimeters exposed. The procedure was completed with a different wallflex enteral duodenal stent.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination of the returned device noted that the stent was partially deployed by approximately 10mm. The outer sheath was broken just distal to the deployment handle. The outer sheath was bunched in appearance at approximately 130mm distal to its proximal end. There was no issue with the movement of the deployment handle along the stainless steel shaft. It was not possible reconstrain the partially deployed stent or retract the outer sheath in its returned condition. The shaft of the device was dissected proximal to the mounted stent. The stent was deployed distally. The inner shaft was removed and examined; no issues were noted with the inner shaft. Examination of the deployed stent and the stent holder found no anomalies. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.